Event description:
It was reported, the programmer was receiving a software update, and before the update was complete, it displayed an error code. The service disk was then used. Later, during an attempted interrogation of an ipg (implantable pulse generator), another error was displayed. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. After interrogation, the programmer had a system error. The ECG connection was found loose from the printed circuit board.